Event description:
During an esophagogastroduodenoscopy (egd) with esophageal dilation, the physician used a cook quantum ttc esophageal balloon dilator. After inflating the balloon to 30 psi, the balloon ruptured. A section of the balloon dilator did not remain inside the patient's body. At the time of the balloon rupture, the physician stated the balloon rupture resulted in esophageal tearing and bleeding. The procedure was not able to be completed and the physician indicated the patient will undergo another procedure to finish dilation. An upper gi study was performed on (B)(6) 2011. This study confirmed the egd findings and identified no significant injury. The patient did not require any additional procedures in response to the reported tearing and bleeding. Medical or surgical intervention was not required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: the information provided by the initial reporter indicated the balloon ruptured and alleges this resulted in tearing and bleeding of the esophagus. All of the information provided by the initial reporter, as well as the information collected through our complaint investigation was reviewed with both engineering personnel and clinical personnel. Engineering comments: engineering personnel indicated the pressure in a dilation balloon system is controlled by the pressure provided by an inflation device. If the balloon material has a void, such as a rupture, the pressure of the fluid in the system will decrease rapidly. At the onset of inflation material leakage due to the rupture, the pressure immediately begins to drop. Therefore, the pressure of the water exiting the balloon is never greater than the pressure in the balloon before the rupture occurred. For example, when a rupture occurs while maintaining a balloon's pressure at 30 psi, the pressure of water exiting the balloon through the ruptured area is initially 30 psi and then immediately drops. (Note: balloon rupture in this case occurred at 30 psi and this is not the maximum dilation pressure. A 50 psi is maximum dilation pressure for this balloon dilator.) Because the pressure and force of the water are directly related, as the pressure drops so does the force of the water. Based on the information provided and reviewed, the balloon is not likely to have reached full inflation. Therefore, the pressure applied upon inflation is estimated to be less than maximum pressure (50 psi). Because a balloon leakage due to rupture causes the pressure to immediately drop, the pressure and force of the water exiting the balloon is less than the pressure applied at the time the rupture occurred (30 psi). Clinical comments: clinical personnel indicated tearing of the esophageal layers as well as the presence of blood after dilation of a stricture is what the clinician looks for to determine if dilation was successful. (Note: the initial reporter indicated a significant injury did not occur in this case.) The information provided by the medical facility indicated the rupture in the balloon occurred when 30 psi of pressure was applied to the balloon dilator. Therefore, the balloon did not reach full inflation (50 psi) while in contact with the stricture. Because the balloon rupture caused water to exit from the balloon and an immediate loss of balloon dilation pressure, this is not likely to have caused the reported tearing and bleeding. The balloon rupture is not likely to have caused the reported tearing and bleeding. Other comments: hemorrhage is listed in the instructions for use as a potential complication that can occur with gastrointestinal endoscopy. The additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported balloon rupture. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of balloon rupture. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.